Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 96% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field. Concomitant products: 5076 implantable pacing lead - (B)(6) 2009; 4196 implantable pacing lead - (B)(6) 2009. (B)(4)

Event description:
It was reported that the device exhibited possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.